Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty installing a cartridge onto the pump. The customer loaded a new cartridge and was able to complete load process. The customer's blood glucose level was 130 mg/dl.